Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3023, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare provider reported the patient had fallen on the device. The full system was explanted and the reason for removal was indicated to be lead/extension breakage. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis of the extension found no significant anomaly. The insulation at the proximal end was broken under the connector. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.